Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the prime/ compromised force sensor system alarm test at 3 pounds due to faulty force sensor resistor (gold). The pump had cracked case display window corners, broken battery tube threads, cracked belt clip slot, cracked reservoir tube lip, scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 5.6 mmol/l at the time of incident. The customer's father stated that they over-infused prior to the alarm going off and the blood glucose went down to 1.7mmol/l. This did not cause hospitalization and the customer was on the backup plan. They were advised to disconnect from the insulin pump and revert to back-up plan. They were advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.